Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant was replaced because she lost a lot of weight and it was moving in the pocket. The patient stated she had a jolting sensation with the implant. The indications for use were spinal pain and failed back surgery syndrome.